Manufacturer narrative:
Corrected data: b5, d1, d4, g4. Updated information and imaging provided from the field indicates that the affected device is an oic peek spacer. This device is not approved for use in the us. Therefore, this event is no longer reportable to the FDA.

Event description:
A customer reported that a patient was revised approximately three weeks post-operatively to address a migrated oic peek spacer. The patient reported experiencing low back pain.

Manufacturer narrative:
We were provided two possible lot numbers for the device and will update the record if we receive more information. The lot number could be 257099 or 257217.

Event description:
A customer reported that a patient was revised approximately three weeks post-operatively to address a migrated xia serrato polyaxial screw. The patient reported experiencing low back pain.